Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering was unable to actuate the device. The unit was disassembled for further evaluation. A significant amount of tissue debris was found within the shaft of the device. The root cause of the customer's experience of handle jamming and improper clip loading is likely the tissue debris found within the shaft. This excessive amount of debris would increase the amount of friction between internal components of the device leading to improper clip loading or instrument jamming. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "upon using the clip applier, the clip deployment misfired and could not be fixed with test deployment succeeding the initial mis fire. A second applier was pulled." Patient status: normal.